Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention procedure, a stent moved on the balloon. Vascular access was obtained via the femoral artery. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous right common iliac artery. This 8.0x20x75cm express ld vascular, stent moved on the balloon while directly advancing to the target lesion. The stent moved to the proximal side on the balloon. The physician alleged that excess force was not used. There were no complications retrieving the express ld vascular stent and the device was removed from the patient intact. The procedure was continued with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.